Manufacturer narrative:
H.6. Type of investigation code b21 updated to code b14 with completion of phr review. H.6. Investigation findings: code c21 updated to code c19 with completion of phr review. H.6. Investigation conclusions: code d16 updated to code d15.

Event description:
On (B)(6) 2023, the patient was treated for a thoracic aortic aneurysm. The physician implanted a gore® tag® thoracic branch endoprosthesis aortic component, a gore® tag® thoracic branch endoprosthesis and a gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. The patient presented in the emergency dept (B)(6) 2023 with chest pain that started 2 days previously which worsened that morning. A cta of the chest was done which showed proximal, retrograde type a dissection. The patient underwent a total arch repair due to an acute ascending aortic tear into the sinotubular ridge with hematoma. The aortic root was found to be normal at that time. The previously implanted devices were not explanted. It was noted that a CT of the chest two weeks after the index procedure showed no dissection at that time.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number was submitted in error and is hereby retracted.